Event description:
It was reported the programmer was very slow to load to the start screen. At times, it took more than two minutes. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The programmer failed software controlled gain, automatic gain control, system a uplink and telemetry b uplink tests. Analysis confirmed the programmer was very slow to load to the start screen. System fan was noisy. Product ID: 2067 rf (radio frequency) head. (B)(4).